Event description:
Filter was placed in the femoral approach, therefore placed upside-down. The doctor asked for a femoral filter and was handed a jugular. After he realized that the filter was upside-down, another filter was placed. No further complications reported.